Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. This is the only event reported to date for this lot number and failure mode. Investigation summary: one dualator dilator and guidewire from a 14.5 fr d/l hemostar® 19 cm str hemodialysis catheter kit were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. An evaluation of photos from the in-lab sample evaluation was performed by the manufacturing site. The investigation is confirmed for guidewire unable to pass through the dualator, specifically for damaged/defective dualator tip, as guidewire was not able to be advanced past the dualator distal tip. A circumferentially aligned ridged lip in the internal bore at the distal tip was observed. During sample evaluation, the guidewire was observed to pass freely through the proximal hub until stopping up against the internal distal tip ridge. Per the manufacturing review summary, it was concluded that the dualator tip was not formed properly during the rf process. Per the manufacturing site, the cause is manufacturing related. Labeling review: a review of product labeling documents is not necessary as the intent of the labeling is not applicable due to the fact that the root cause of this issue was determined to be manufacturing-related. Indications, warnings, precautions, cautions, possible complications, and contraindications would not have prevented this issue. (Expiration date: 05/2020).

Event description:
It was reported that during dialysis catheter placement, the guideiwire was allegedly unable to be used properly. Reportedly, another guidewire was used to complete the procedure. There was no reported patient injury.